Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a very large right common iliac artery aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of initial implant are unk. The pt has large iliac arteries. It was reported that pt presented recently with occlusion of the bifurcated stent graft extension and both iliac limbs. (Mfg 2953200-2010-02112, mfg 2953200-2010-02113, and mfg 2953200-2010-02114). The physician elected to explant all the stent grafts. The explanted stent grafts have been received by medtronic, and the eval is pending. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: arterial and venous occlusion. Other, (pending explanted stent graft eval).